Event description:
Boston scientific received information that during a routine follow-up, this patient¿s cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibiting a high out of range pacing impedance measurement of greater than 2000 ohms from six months ago. Loss of capture was also noted and the patient reported not feeling well as their ejection fraction had reduced. The crt-d was reprogrammed to a higher lv output and capture was noted. Additional information provided from the field indicated that the lv lead was suspected to have been dislodged, however no intervention will be performed at this time. The patient was dismissed and will be follow-up with at a later time. Their system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information made available from the field indicated that surgical intervention was performed and this device was electively explanted and replaced in the patient. The device is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information made available from the field indicated that the patient¿s crt-d and lv lead are continuing to exhibit loss of capture and high pacing impedances. An increase in pacing thresholds has also been noted. The physician now believes the lv lead is fractured and not dislodged as previously thought. The crt-d was reprogrammed and the patient will continue to be monitored. There has been discussion of a replacement procedure but no date has been given and for now, the patient¿s system continues to remain implanted and in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.